Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the 4.0x38 mm xience prime stent was implanted and for an unspecified reason, explanted. No additional information was provided.